Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that meter may not have been working properly due to sporadic blood glucose readings. Customer reported that blood glucose ranged from 60 mg/dl to 380 mg/dl within minutes. Due to customer possibly treating incorrectly, customer was hospitalized on (B)(6) 2015 with blood glucose of 187 mg/dl, but was 400 mg/dl prior to going into the hospital. Customer had symptom of nausea. Customer was hospitalized due to high diabetic ketoacidosis. Customer was treated with fluids and nausea medication. Customer was wearing insulin pump at the time of hospitalization. Customer requested to have meter checked for possible malfunction. Customer was transferred to bayer department for meter assistance.